Event description:
The reporter states that "use by" and "lot" are on the vial of the accu-chek compact vial of strips but the actual numbers are missing. No reported actions taken. No adverse event reported. No allegation of a smeared/torn label. New vial of strips sent to reporter and return requested.